Manufacturer narrative:
On (B)(6) 2016, the (B)(6) performed a clinical evaluation and commented as follows: according to report, a transverse trochanteric fracture was detected few months after primary tha: no radiographs have been supplied, there is no mention of traumatic events. Available information is not sufficient to carry out a clinical investigation. Batch review performed on 30 march 2016. Lot 134165: (B)(4) items manufactured and released on 30 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all (B)(4) items of the same lot have been sold and a similar event has been already reported on an item of the same lot (MDR 2016-00028).

Event description:
Patient came in complaining of pain. The surgeon found the patient had a transverse fracture of the greater trochanter of the proximal left femur with up to 1.5 cm superior displacement of the fragment. The revision surgery is scheduled for (B)(6) 2016. X-rays and explants will not available.

Manufacturer narrative:
Additional information received on 22 apr 2016 and includes: after surgery when trying to take apart the instrumentation, the screwed stem would not release from the stem extractor. This did not effect the surgery. The surgery was completed successfully. Reference and lot numbers of the instruments involved in the complaint were reported. They will be returned to medacta international (B)(4) for investigation. Batch reviews performed on 31 may 2016. Screwed stem extractor m8, code 01.10.10.003, lot. 1417121: (B)(4) items manufactured and released on 18 june 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Stem extractor, code 01.15.10.0038, lot. 1214007: (B)(4) items manufactured and released on 24 july 2013. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 31 may 2016 the medical affairs director updated the clinical evaluation previously reported on the basis of the x-rays receipt, and commented as follows: according to report, a transverse trochanteric fracture was detected few months after primary tha: there is no mention of traumatic events, but it should be assumed that such fracture was due to a trauma. Available information is not sufficient to carry out a clinical investigation, but there is no reason to suspect that a faulty device caused the problem. On 31 may 2016 the r&d project manager performed a preliminary investigation of the instruments image provided by the initial reporter, and commented as follows: looking at the image we can see that the connection between screwed stem extractor and stem extractor is blocked. The root cause could be the deformation of the threaded connection due to the usage (maybe caused by incorrect impaction during extraction phase). For more details we need to receive the instruments involved and perform visual inspection.

Manufacturer narrative:
On 27 june 2016 the (B)(4) project manager performed a visual inspection of the retrieved items and commented as follows: the connection between the screwed stem extractor and stem extractor is compromised. The m8 thread was broken and it is not possible to perform a dimensional check due to the breakage. A possible root cause of the m8 thread breakage is possible damage during a previous surgery or during cleaning and handling between surgeries. On 20 july 2016 it was prepared a final report with the information reported into the previous reports and here above. On the same day it was sent to the initial reporter and the case was closed.